Event description:
The technician alleged the bed moved in the opposite direction when the intellidrive was enabled. No patient impact.

Manufacturer narrative:
The technician replaced the handle strain gauge assembly to resolve the issue.